Manufacturer narrative:
Implant date is approximate, only the year is known.

Event description:
It was reported that the patient underwent a surgical procedure to remove this artificial urinary sphincter (aus) because it no longer functioned; no specific allegation was received. The existing aus was explanted and replaced with a new device. No patient complications were reported.